Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with a 275cc mentor memorygel breast implant on the left breast and suffered left breast capsular contracture (baker grade iii), post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement surgery on october 31, 2022. The replacement devices were: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9505725 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9360599 sn: (B)(4).

Manufacturer narrative:
On december 2, 2022, mentor received additional information indicating that the patient was 39-year old at the time of the event, is not hispanic/latino, and is caucasian. The patient has fully recovered after the surgery. During the surgery, the patient also diagnosed with bilateral capsular contractures (baker grade iii on the left and baker grade I on the right). The patient underwent bilateral capsulectomies. On (B)(6) 2022, mentor also received additional information indicating that the patient was also diagnosed with left breast malposition, and the patient's doctor also suspected that there was containment of the left breast pocket with bacteria from the milk ducts or glands. Additionally, upon removal of the right breast implant, it was noted to have several air bubbles or evidence of loss of implant integrity. This medwatch form is for the left breast prosthesis. Complications on the right breast implant will be reported under mrn: 1645337-2022-15164.